Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the medication was not on profile when requested. A technical support specialist called the pharmacy and asked if they were waiting for a script as the patient did not have the medication in medication order. The pharmacy would call the nurse to get more information. The system functioned as intended after troubleshooting the device.

Event description:
It was reported when using the pyxis medbank es system medication not on profile and the medication was requested but has not changed for a bit, when user trying to issue oxycodone 5milligram for patient no other information was released by the customer. There were no adverse events or injuries reported based on this event.